Event description:
"It was reported by ahn et al in a publication entitled ¿neuroforaminal bone growth following minimally invasive transforaminal lumbar interbody fusion with bmp: a computed tomographic analysis¿ (8th annual lumbar spine research society (lsrs) meeting (B)(4) 2014, (B)(4)) that a radiographic analysis of 31 patients who underwent an mis-tlif with an intervertebral cage and bmp performed by a single surgeon between the years of 2008 and 2014 was performed. Medical records were reviewed to identify patients who developed recalcitrant post-operative radiculopathy. Asymptomatic patients who had underwent CT imaging for other reasons were identified. Post-operative CT of the symptomatic and asymptomatic patients were analyzed to identify patterns of neuroforaminal bone growth on axial and sagittal sections. Independent sample t-test was utilized to compare the area of neuroforaminal bone growth in symptomatic and asymptomatic patients. Post-operative CT images of 18 symptomatic patients were compared to those of 13 asymptomatic patients. Mean areas of bone growth on axial imaging at the disc level (164.0}92.4 vs. 77.0}104.9 mm2), lateral recess (69.6}70.5 vs. 5.9}12.5 mm2) as well as total cross-sectional area (290.3}162.1 vs. 119.4}115.6 mm2) were greater in symptomatic patients (p<(> <<)>0.05). On sagittal imaging, the mean bone growth at the foraminal level (123.4}116.2 vs. 41.8}51.6 mm2), at the sub-articular level (148.7}185.1 vs. 35.8}37.4 mm2) and the total bone growth (298.4}324.4 vs. 85.8}76.3 mm2) were greater in symptomatic patients (p<(><<)>0.05). The mean amount of bmp utilized was similar between symptomatic and asymptomatic patients (4.8}2.7vs.5.1}3.2 mg, respectively). Extension of bone growth toward the traversing nerve root was associated with recalcitrant post-operative radiculopathy following mis-tlif with bmp. Significantly greater bone growth was demonstrated at the level of the disc, the lateral recess, foraminal level, and sub-articular level in symptomatic patients on CT imaging." (B)(4)

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.